Event description:
It was reported that, "routine annual postoperative x-ray showed a fractured distal stem."

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. Should add'l info becomes available, the eval summary will be submitted in a supplemental report.